Manufacturer narrative:
(B)(4). The customer provided one image of the peel-away sheath for analysis. Visual analysis could not be accurately performed due to the photo quality. The customer also returned multiple components from a PICC kit. The peel-away sheath will be analyzed as part of this complaint investigation. Signs of use in the form of biological material were observed on the sample. Visual examination of the assembly revealed the sheath body was damaged at the tip. The sheath body appeared warped and folded at the location of the damage. The total length of the sheath body from the tabs to the distal tip measured 2 3/4", which is within specifications of 2 5/8"- 2 7/8" per the sheath product drawing. The outer diameter of the sheath body measured to be 0.114", which is within specifications of 0.114"-0.120" per the sheath extrusion product drawing. The inner diameter of the sheath body at the proximal end measured to be 0.089", which equals the nominal value of .089" per the sheath extrusion product drawing. The returned 6fr PICC catheter was inserted into the returned sheath. Little to no resistance was observed as the catheter passed completely though the sheath. Performed per IFU statement , "thread catheter over guidewire and advance catheter over guidewire through sheath into vessel into correct position". R & d was contacted as part of this complaint investigation. R & d was contacted as part of this complaint investigation. They confirmed that unintentional use error likely caused or contributed to this event. A device history record review was performed, and no relevant findings were identified. The customer report of a damaged sheath was confirmed by complaint investigation of the returned sample. Visual analysis revealed that the sheath tip was warped and folded. The sample passed all relevant dimensional inspection, and a device history record review was performed with no relevant findings. Based on the sample received, the customer report, and the comments from r & d, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported during insertion the peel away sheath was over the dilator and the distal end of the peel away sheath tip "concertinaed or crumpled" when pushing through the skin. No patient harm was reported. The device was removed and replaced. A second attempt was successful. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported during insertion the peel away sheath was over the dilator and the distal end of the peel away sheath tip "concertinaed or crumpled" when pushing through the skin. No patient harm was reported. The device was removed and replaced. A second attempt was successful. The patient's condition is reported as fine.